Manufacturer narrative:
Analysis of the programmer ((B)(4)) found that the antenna jack worked within specifications and was cleaned with alcohol. Method, result, and conclusion codes were added pertaining to the programmer ((B)(4)).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that two nights ago their device just stopped working and that their back side was hurting and there was a burning on the back hip. The patient stated that the programmer was working last week after a doctor visit. The programmer will not do telemetry with or without antenna attached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a burning sensation around the incision area and implant area. The patient had pain on the hip, turned the implant off, and went to the emergency room (ER) for the pain and had an x-ray done. It was noted that there were no trauma/falls that could be related to this issue. The patient was redirected to follow-up with their healthcare provider (hcp) regarding their medical symptoms. No further complications were reported/anticipated.